Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the stimulator had not worked in a long time and the patient programmer (pp) did not work. The hcp stated that the patient reported the pp was "like broken" and the patient did not use the pp anymore. There were no symptoms or further complications reported or anticipated.